Event description:
It was reported that the device was explanted after implant duration of approximately 0.6 months. It was learned that the reason for explant was due to mitral regurgitation. No other details were provided.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via email), additional information was received. An operative report was request; however, none was provided. It was also learned that the device is unavailable for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned.